Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in (B)(6) who was currently ¿asleep¿ and underdoing an intrathecal pump implant procedure. The representative reported that the pump had a pending alarm before the implant. The pump was noted to have showed a motor stall and motor stall recovery on (B)(6) 2017 for an approximated four hour duration. There was no report of any impact to the patient. Troubleshooting included pump interrogation. The cause for the pending alarm was noted as possible cold weather. This pump was implanted in the patient. The implanted pump was to deliver another company¿s baclofen with a concentration of 2,000.